Event description:
On 7/23 at 1405 patient underwent insertion of permanent transvenous pacemaker. Utilizaing a ddd by mfg. The surgeon measured the acute bipolar threshold on each lead which were acceptable to the manufacturer. Post-0p cardiologist and mfg representative was informed of ppm rhythm/failure to sense. Patient returned to surgery at 2105 for ppm repositioning of rv wire due to failure to capture. Afterwards 100% ppm capture was noted on bedside monitor. On 7/25 at 1430 patient was feeling well but ppm intermittently failing to sense p waves. Mfg ordered to check pacemaker. Cardiologist and mfg representative on 7/25 at 1830 reprogrammed ppm from ddi to ddd 70/200/100. On 7/26 it was noted that pacemaker was functioning normally now.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: programming failure. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.